Manufacturer narrative:
The fse evaluated the instrument. The fse found that tubing from the sweep flow reservoir tank was disconnected. The fse reattached the tubing, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
While troubleshooting control issues on the coulter lh 500 hematology analyzer the field service engineer (fse) found a leak inside the instrument. The fse was wearing personal protective equipment (ppe). There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.